Event description:
A report received from the clinical study in columbia indicated that a patient experienced restenosis eight months after implantation of three cypher stents; one in the mid left anterior descending coronary artery and two in the right coronary artery. The patient presented with a class iii angina and coronary angiogram showed focal restenosis in the stent implanted in the mid left anterior descending coronary artery and in the stent implanted in the mid right coronary artery. The pt was treated with a cutting balloon.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same patient reported under manufacturing numbers 9616099-2007-01977 and 9616099-2007-01979. Add'l information will be submitted within thirty days upon receipt.